Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse case manager reported the customer was hospitalized for diabetic ketoacidosis. The patient cannot be released from the hospital until he has the supplies necessary to treat his diabetes issues. No further information was provided.